Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing unexplained high blood glucose level. The blood glucose level of customer was 435 mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump. Insulin pump setting was checked from the old insulin pump paradigm to new insulin pump. The settings were the same as what they had with the old insulin pump. The cannula of infusion set was not bent. They performed the self test, insulin pump passed self test. Fill tubing was performed and insulin had come out and fill cannula amount was recorded. The insulin pump will be returned for analysis.